Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Rest of tampon stuck in cervix, foreign body in reproductive tract, when took out tampon it broke...the rest is stuck in cervix (complication of device removal); tampon broke (device breakage). Consumer sent e-mail stating the tampon broke when she took it out. No serious injury was reported.